Event description:
It was reported that a patient with a 21mm 2700 aortic valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 15 years, 6 months due to severe stenosis. Patient presented with dyspnea and shortness of breath with acute, diastolic heart failure nyha class IV. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve with no complications. Patient stable to cvicu in sinus rhythm for further management. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
Manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: based on new information received, this event is no longer considered reportable.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 2700 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately 14 years, 10 months due to unknown reasons. The tavr was performed with a 23mm 9750tfx transcatheter valve. No additional information has been provided.